Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 600+ mg/dl. The customer¿s current blood glucose was 486 mg/dl. The customer woke up with blood glucose of 160 mg/dl. The customer treated with insulin pens. The customer experienced symptoms like light headed. Customer was alleging possible pump under delivery. The customer attempted to deliver one unit but only a drop came out. The product was not returned for analysis.